Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, without receipt of the electrodes, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the data file provided. However, the report was not duplicated during testing of the electrodes. The electrodes were scrapped as a result. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect these attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.